Manufacturer narrative:
Qn#: (B)(4).

Event description:
The complaint is reported as: customer reports that catheter hub cracking. PICC was indwelling 58 days at time of complaint. The device was removed and replaced. No patient injury or complication. The patient's condition is reported as fine.

Manufacturer narrative:
(B)(4). The customer returned one PICC catheter for analysis. Signs-of-use in the form of adhesive residue was observed on the extension line extrusion. The catheter body was also intentionally severed directly adjacent to the 38cm mark. Visual inspection of the distal extension line confirmed a large hole adjacent to the luer hub. This damaged is consistent with the molding defect seen on PICC extension lines. No other defects or anomalies were observed. The extension line outer diameter measured .094", which is within the specification limits of .093"-.097" per the extension line extrusion graphic. The extension line inner diameter measured .057", which is within the specification limits of .055"-.059" per the extension line extrusion graphic. A lab inventory syringe was used to inject water through the extension line. Water was observed leaking out of the distal end as well as the hole in the extension line. No other leaks were observed. A manual tug test confirmed the distal extension line was fully secured within the luer hub. A lab inventory guide wire was inserted through the catheter body. Major resistance was encountered. A long pin gage was inserted through the catheter and large amount of congealed biological material exited the body in a snake-like shape. The swg was inserted a second time and little to no resistance was observed. A device history record review was performed, and no relevant findings were identified. The IFU provided with the kit informs the user, "open catheter clamp prior to infusion through lumen to reduce risk of damage to extension line(s) from excessive pressure". The complaint of an extension line leak was confirmed through a complaint investigation on the returned sample. A hole was found in the distal extension line adjacent to the luer hub. The returned sample passed all relevant dimensional inspections. A device history record review was performed, and no relevant findings were identified. The type of damage observed is consistent with a manufacturing issue in the PICC lines. A non-conformance request was initiated to further investigate this complaint issue. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
The complaint is reported as: customer reports that catheter hub cracking. PICC was indwelling 58 days at time of complaint. The device was removed and replaced. No patient injury or complication. The patient's condition is reported as fine.